Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received on 2018-sept-24 that the MRI had not been performed at the time of the report, impedance test results resulted in normal values, no interventions were taken. The pain was not resolved and the consumer would be following up with their primary care physician for the related pain. The cause of the pain was unknown.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the patient via a manufacture representative (rep) regarding a patient with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient had pain at their ins site after a fall. They stated that it was tender to touch. A fall led to the reported issue. It was indicated that the rep was going to meet with the patient tomorrow ((B)(6) 2018) for diagnostics and troubleshooting. The issue was not resolved, and no surgical intervention occurred or was planned. It was reported the event occurred on (B)(6) 2018. Additional information was received from a healthcare provider (hcp) the same day, calling for MRI guidelines. It was stated that the MRI was being done to determine if the stimulator had been displaced due to a fall the patient had. It was reported that the fall occurred on (B)(6)2018. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the rep reiterated that the patient was experiencing pain at the ins site that radiates up their back following the fall. The rep checked the system and noted that stimulation was in the right location and that all impedances were good. The patient was feeling the pain with the ins off. The rep also noted that the patient was getting an unrelated MRI, but that they had not been able to until they had the device checked. No further complications were reported.